Manufacturer narrative:
Clarification to h6: code e2402 to capture the event of atrophy: hylase used to dissolved granuloma also may have dissolved [patient's] natural fat and collagen from [patient's] face.

Event description:
Additional information: healthcare professional (hcp) reported a total of 7 ml, 2ml voluma lateral cheeks, 2ml juvéderm® voluma® with lidocaine chin/jaw, 1ml juvéderm ultra plus® xc lips, 2ml juvéderm® volift® with lidocaine nlf and 1ml juvéderm® voluma® with lidocaine canine fossa injected. The patient presented 3 weeks later with concerns for extensive swelling and hardening of filler in lower face and cheek region. During the follow up review, patient reported having this reaction in the past multiple times after injection with unspecified products and believes they are prone to filler granulomas. The prescribing physician was contacted via "facttime" and a video call consultation was made, it was decided to have the filler hylased. Hylase was used to try and dissolve the patient¿s full cheeks, and lower face region using 4 viles of hylase in total, and patient was prescribed a round of naprogesic for the inflammation. 2 weeks later another session of hylase was done for the remaining filler that was still causing swelling and pain for the patient. An appointment was for assessment as lumps were still present. Hcp stated it may be granuloma and antibiotic doxycycline 100mg was prescribed. Regular check-up calls were performed. Patient responded well to the antibiotics and helped the swelling and pain go. Patient returned to the clinic a few months later to have the lips retreated with restylane lyft as the body did not reject this filler apparently, patient was happy to take the risk of being injected despite previous experience. Patient called a few weeks later and was laughing at how they went to another physician for fat transfer consult and he tried to hylase lips and the swelling got out of control and patient was taken to the hospital from his clinic via ambulance secondary to the reaction with their treatment of hylase. Per patient, face turned "rock hard and swollen." Atrophy present under the eyes. Patient "pretty sure" when they dissolved the granuloma it had dissolved natural fat and collagen from face. Right eye twitching began 3 months post treatment. Patient stated that there is still the granuloma in face and the issue is not resolved. Patient's face is damaged. Patient "needs help" and was advised by a specialist that fat transplant is necessary. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00249 (allergan complaint #(B)(4)).

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Patient reports a "bad reaction to juvederm products (ultra plus, voluma and like all of them)" and has been trying to correct it for 4 years. The face is constantly in pain. Event has affected the patient's life in a negative way. Patient reports granuloma (with no biopsy to confirm). This is the same event and the same patient reported under MDR ID# 3005113652-2021-00167 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm® voluma® with lidocaine.